Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a si joint surgery with the ins turned on on (B)(6) and the day of the call they were seeing the ¿data lost¿ screen and couldn¿t access therapy. It was noted the patient¿s symptoms had returned. The rep was going to meet with the patient to program at the next available opportunity. On a second call, the patient reported that the night before they got the message on the screen of their handset ¿internal battery has lost all data, contact your clinician.¿ the patient reported that the had an accident the night before the report and the morning of the call were having trouble off and on and could barely get to the bathroom. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient came into the office to see the hcp. The ¿internal data lost¿ message was resolved. It was noted that their device was accidentally reset to manufacture settings during a recent surgery. The patient was able to get reprogrammed at the hcp office.